Manufacturer narrative:
(B)(4). Pump received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that crack was seen on reservoir compartment. Drive support cap was not damaged. Customer¿s blood glucose was 178mg/dl at time of incident. Insulin pump will be return for analysis.